Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive up and down buttons due to corroded keypad traces. It was unable to perform the operating current test or verify failed battery test due to unresponsive buttons. Device had cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the buttons were not responding during a bolus attempt, she changed the battery and the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm, just that it was in her pocket. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.